Manufacturer narrative:
The reagent lot number was 85313801 with an expiration date of 31-oct-2025. The field service engineer found the nozzle 3 probe was dripping and found the vacuum tubing was broken at the canister. He replaced both tubings, primed the wash solutions, and ran mechanism checks and precision testing. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable creatinine plus ver.2 results from the cobas c 503 analytical unit. One example was an initial result of 30.4 mg/dl and a repeat result of 0.22 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
Medwtach fields d1-d4, g1, and g4 were updated. The investigation determined that the service actions resolved the issue.